Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced severe blood secretions from the stoma followed by severe stoma site pain, which was attributed to possible tube pulling. Duodopa treatment was discontinued and an injury in the abdominal wall was possible. On an unknown date, a gastroscopy was performed with no findings. The stoma was clean with no bloody discharges. On (B)(6) 2018, the bleeding from the stoma site area reoccurred and the patient was transferred to the hospital where gauzes were placed and the bleeding stopped. The patient's hematocrit level was low and the patient received a blood transfusion. After the blood transfusion, the patient still had a low hematocrit and ferritin levels. The patient underwent an unspecified surgery and a peg tube removal was questionable. The surgeon stated that the bleeding area was cleaned and stapled and that the peg placement procedure was not good. The peg tube was relocated a little without any j tube relocation. The surgeon did not remove the peg tube and commented that the patient was "ok" and to continued duodopa treatment. On (B)(6) 2018, the bleeding reoccurred and duodopa therapy was stopped. On (B)(6) 2018, a gastroscopy was performed and revealed no more bleeding. The stomach was rinsed for removal of blood clots. On an unknown date, a levin drain was placed to drain the blood, which was removed on (B)(6) 2018. On (B)(6) 2018, the patient was discharged from the hospital. Per treating physician, the bleeding stopped on an unknown date. The treating physician wanted the patient to be admitted to the hospital for duodopa titration. During a visit by the psp nurse and treating physician, duodopa therapy was restarted. The patient had stitches in the stoma area and was receiving treatment of intravenous antibiotic zinacef, intravenous losec, and gauze changes every 2 days.

Manufacturer narrative:
Reference record (B)(4). Additional information added: if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on (B)(6) 2018 on (B)(6) 2018 the patient underwent initial placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 , a nurse visited the patient at the hospital where he was in stable clinical condition. The antibiotics were terminated on (B)(6) 2018 and the stitches were to be removed. The patient was scheduled to discharged on 27 (B)(6) 2018.